Event description:
It was reported that the insulin pump delivered the maximum bolus, instead of delivering the amount that was programmed to be delivered. Customer's blood glucose reading was 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump had minor scratches on the reservoir tube window and cracked battery tube threads.